Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use warnings and cautions. During the device evaluation, service found the device demonstrated third-party repair. In addition, the charge coupled device (ccd) unit printed circuit board had corrosion due to fluid ingress. Due to damage of the ccd unit, a foggy image appeared. The grip had discoloration, and the color ring was cracked. The instrument channel port and channel mount unit had corrosion. The up/down knob was dirty. Switch 1 had a perforation. The body control unit and printed circuit board had corrosion due to fluid ingress. The scope connector, electrical connector, and mount had corrosion due to fluid ingress. The light guide cover lens had corrosion. Due to dirt on the light guide lens illumination was uneven. The image guide protector was damaged, and the objective lens was cracked. The inside of the light guide lens was dirty, and the lens was cracked. The rubber adhesive was worn. The connecting tube and universal cord were deformed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that the image was blurred. There was no patient or user injury reported.